Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with intraperitoneal (ip) injections of reflin, 1gm, "od", fortum 1gm "od" and amikacin 125mg "od". The cause of the peritonitis event was reported to be constipation. The patient recovered from the peritonitis. No additional information is available.